Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that the act button does not seem to be responding. Customer's blood glucose was 188 mg/dl. Customer stated that when he changed the reservoir, the housing at the top was cracked from twisting the reservoir in. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The pump was received with a broken reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, and a stained end cap sticker.